Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery jumped up to 15% while connected to a power source, and when unplugged, the battery decreased to 5%. Subsequently, the customer reported intermittent occasions of inaccurate fill estimates. The customer was unable to provide additional information on the reported events. Although requested by tandem technical support, the customer declined to upload pump data for review of the pump logs. There was no impact to the customer's blood glucose level.